Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The lift started leaning to one side due to the left rear caster housing being broken.